Event description:
It was reported that the device was explanted approximately 14 years post-implantation due to pain, rashes, and high cobalt and chromium levels. During the revision, the surgeon found no evidence of purulence, infection, wear, loosening, or metallosis but did find the head cold-welded to the femoral stem. A trochanteric osteotomy was then performed to remove the well-fixed stem. All components were revised without complications and the osteotomy stabilized with cerclage cables. Labs taken two years post-revision showed metal ion levels returned to normal with no further complications reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.